Event description:
Stapler handle jammed after repeated attempts could not use. 1216677-2020-00309-1 insorb 30 stapler 2030 (B)(4)

Manufacturer narrative:
Investigation initiated manufacturer's investigation review DHR inspect returned samples *analysis and findings distribution history the complaint product was purchased from epc 12-23-2019 and used in cooper surgical work order (B)(4). Manufacturing record review DHR-2030 - 281403 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review incoming inspection for this product consists of a DHR review which, as noted above, was found not to exhibit any related non-conformities. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt the complaint product was returned to coopersurgical. Visual evaluation one insorb stapler was returned and visually verified, with its opened pouch. Evaluation of the complaint product was performed, and damage was noted that one tip of the penetrator was bent and distorted (obvious major damage). The clip count was at 15, no other obvious visual damage was note on the stapler. The pouch seal was acceptable, other components associated with the stapler were not returned e.g., keeper, desiccant pouch, temperature indicator. Functional evaluation the stapler was able to be dry fired but did not deploy any more staples due to the distorted and bent penetrator, and staple count indicator did not advance to next count. Due to the damaged penetrator, the staple stack was jammed and not able to advance for staple deployment. Root cause definitive root cause is indeterminable, but obvious damage is an indicator of user error or of the device being used in a contra indicated manner. *correction and/or corrective action coopersurgical will continue to monitor this complaint condition for trends. No further training required at this time; complaint will be monitored for trending. *was the complaint confirmed? Yes

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Stapler handle jammed after repeated attempts could not use. 1216677-2020-00309 insorb 30 stapler 2030 (B)(4).